Event description:
It was reported that the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the staples were malformed. The surgeon used stitches and finished the case without difficulty. There was no pt consequence.